Event description:
Consumer initially reported complaint for error message (e-0); complaint was reported via e-mail. Manufacturer was able to contact the customer via telephone. Customer stated that he has been wasting test strips due to the e-0 error and his blood glucose is high. Customer stated that his diabetes "is acting up" and he is unable to test his blood sugar as he has no more test strips. Customer reported feeling weak and shaky and believed it was due to his diabetes and other health issues. Customer was going to seek medical attention and go to the hospital. Customer was unable to provide product information: customer stated he did not have the meter with him and did not have any more of the test strips.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): inconsistent test method. Note 1: manufacturer contacted customer in a follow-up call on 21-feb-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had not improved since the initial contact and that he was currently in the hospital. Customer had gone to the hospital on 02/20/2024. Customer stated his blood glucose test result when he had arrived at the hospital had been 40 mg/dl. No further information was provided. Note 2: manufacturer contacted customer in a follow-up call on 22-feb-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still in the hospital and due his many health issues he believed he would remain there for a week or so. Customer stated he had to get a blood transfusion. No further information was provided. Note 3: manufacturer contacted customer in a follow-up call on 26-feb-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still in the hospital but that his diabetes was under control, and he did not currently have any diabetic symptoms. Customer stated he has a lot of health issues. No further information was provided. Note 4: manufacturer contacted customer in a follow-up call on 01-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still in the hospital and due to his health issues had received a blood transfusion. No further information was provided. Note 5: manufacturer contacted customer in a follow-up call on 05-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was still in the hospital and was unsure when he would be discharged. No further information was provided.